Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2020 and (B)(6) 2025 recorded a stable pacing impedance of 500 ohms and an initial stable shock impedance of 400 ohms with several abrupt decreases to <150 ohms since (B)(6) 2025. The analysis of the provided iegm episodes revealed artifacts on the far-field and rv channel, which led to the reported oversensing. The integrity of the lead cannot be assured. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that oversensing was observed on this lead. Insulation breach is suspected. The lead will be capped and a new lead will be implanted.